Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message with defibrillator external paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned, instead the paddle set was returned to zoll medical (B)(4) service department. The malfunction was duplicated and attributed to the paddle set. The paddle set was scrapped to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.